Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she was unable to read and was seeing shadows around letters. The surgeon reported "there is nothing wrong with the lens; no defects and/or any problems with the manufacturing of the lens". The surgeon stated the iol was well centered with the conentric rings in line with the pupil. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/05/2010, 01/06/2010, 01/07/2010, 01/12/2010, 01/19/2010, and 01/25/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).